Event description:
The customer reported that while a nurse was caring for an isolated pt, alarms did not sound, therefore no possibility to detect brady event.

Manufacturer narrative:
Philips is considering this as a failure of the users to select the overview alarming setting to give yellow and inop alarms for all pts on all of their monitors as they expected. Philips is in the process of obtaining add'l info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.